Event description:
It was reported that the outer package of the product was intact, but when the physician opened the outer package, the inner package was not sealed. The product fell out of the outer package, and the product was not packed in the inner package. There was no patient involvement.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the packaging returned with the via 21 microcatheter had indicated sealing was completed on the packaging and had been opened. The investigation did not find any other damage, defect or anomaly that would have contributed to the reported complaint.